Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the console emitted a noise, and the fibers are not recognized, and the fiber tip started to burn the fiber sheath about an inch from fiber end making a 2-3-inch slice down the fiber sheath. There were no procedure and patient outcome reported.

Event description:
It was reported that the console emitted a noise, and the fibers are not recognized, and the fiber tip started to burn the fiber sheath about an inch from fiber end making a 2-3-inch slice down the fiber sheath. There were no procedure and patient outcome reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.